Event description:
It was reported that x-rays revealed, the left ventricular lead had dislodged into the subclavian vein. The lead was explanted and replaced on (B)(6) 2015. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).